Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - postal code, h3, h6: updated. The suspect product sample was returned for evaluation. The sample was filled with degassed water in the product using a syringe and leak test was performed using hydrostatic pressure pump. It was found that there were no leakages observed. The administration sets were primed and left hanging under controlled ¿worst-case¿ conditions for three days to check for air entry. No significant air accumulation was observed in the sample during this period. Any small air bubbles seen were attributed to residual air or natural gas release from the liquid and not due to the product issues. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Event description:
It was reported that the patient reached out yesterday regarding ongoing issues with air appearing in the bags after priming and preparation without any visible air however, after the bags sat for some time, visible air was observed. This issue occurred with multiple lot numbers, and yesterday alone there were seven instances reported. For this the remaining 5 did not have a reported lot number available. The patient believed the issue was related to the filter in the set. The tubing was primed via gravity. There was patient involvement and no patient harm reported.